Manufacturer narrative:
(B)(4). The device history record (DHR) for the instrument in question was reviewed and found completely without any irregularities. The returned instrument was evaluated and found that the jaws are aligned with each other and not mis-aligned, as stated in the complaint. Further evaluation showed that this instrument picks up, retains, closes and releases clips both with and without the use of silastic test tubing as required of its function. We are unable to validate the alleged complaint since we are unable to duplicate the alleged issue. Parts were 100% visually inspected and tested at the manufacturing facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. No corrective action required at this time.

Event description:
Alleged event: the clip did not close on the vessel. The patient's condition was reported as fine.

Event description:
Alleged event: the clip did not close on the vessel. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.